Event description:
Histology tech was cutting slides when she noticed the smell of smoke, she and other co-workers confirmed the device was smoking. The device was turned off. Manufacturer response for histo microtome, leica (per site reporter): manufacture alerted and a loaner unit was sent in. Service tech will set up loaner device this afternoon. We are waiting on additional information from the manufacture at this time.